Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's maude report from the FDA which states, "male admitted with tetralogy of fallot with pulmonary atresia requiring IV therapy. Pt's IV with ns infusing as a carrier fluid was found to be leaking at the time of blue connector. Upon further inspection, hub demonstrated a crack on it. IV tubing was changed out. No pt harm. Heart defect."